Event description:
Boston scientific received information that this non boston scientific right atrial (ra) lead displayed pace impedance measurements over 2000 ohms. The typical impedance measurements on this ra lead are 500 ohms. There was no noise or oversensing and thresholds are stable. The physician will continue to monitor. There have been no allegations against this implantable cardioverter defibrillator (ICD). No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.